Event description:
It was reported that since the first week of (B)(6) 2014 the patient experienced withdrawal symptoms which included leg stretches, ¿like bone is going to stretch through the skin,¿ an ¿icky¿ smell, and not as much pain control as she has had in the past. Reportedly, stress was also causing some of the symptoms as well. The patient was seeking a new physician as the patient¿s managing physician¿s office closed and she was only given one day notification. This device system delivered baclofen and morphine. It was later reported that the patient was still having concerns regarding their device or therapy but the patient was working with their healthcare provider (hcp) or manufacturer¿s representative. It was noted that the patient had appointment dates of 2014 (B)(6), 2014 (B)(6) and 2014 (B)(6). It was reported that ¿surgery for catheter replacement on pump¿. It was noted that the patient was due for a new pump ¿also this year¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 8575, lot# n093354, implanted: 2008 (B)(6); product type accessory product ID 8709, lot# j11277r26, implanted: 2002 (B)(6); product type catheter product ID 8709, lot# j11277r26, implanted: 2002 (B)(6); product type catheter. (B)(4).